Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reproted by the user facility: brief inquiry description as am tx was being initiated. The blood tubing separated from the bottom of the venous tubing. Detailed inquiry description as am tx was being initiated. The blood tubing separated from the bottom of the venous tubing. Arterial blood was returned but blood from the pump segment on had to be discarded since there was no way to return (estimated 100ml). New circuit set up and pt had no problems.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, it was noted that the venous filter tubing on the lower part of the chamber was detached. The sample was observed under magnification, and it was noted that there were no signs of solvent located at the end of the tubing tip. The sample is not within specification; the reported defect is confirmed. The defect is a result of a failure in the production process. During assembly, the personnel applied a poor solvent application causing the defect. Corrective actions include retraining the operators on the solvent application method visual standard to prevent the detachment issues. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.